Event description:
The device was used during a laparoscopic hernia repair. Reportedly, cartridge disengaged into the pt. The surgeon was able to retrieve the cartridge and applied another to complete the procedure. The hospital has reported no pt injury occurred.